Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units batteries not charging.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed reported failure. Customer replaced batteries. Returned to customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units batteries not charging. There was no patient involvement.